Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: it has been received (B)(4) sealed samples of lot 1704207p. On visual inspection of these (B)(4) samples no damage or molding defect can be observed in any of them. The stopper is correctly assembled in the (B)(4) syringes. DHR of lot 1704207p has been reviewed not finding any annotation or deviation regarding the alleged defect. In the assembly station tightness test is done to every syringe. In case any fails, it is rejected automatically to scrap. During different manufacturing processes, final products are sampled and subjected to visual inspections according to procedures. Leak test is performed with the (B)(4) samples received according to procedure and iso 7886-1 annex d. The (B)(4) syringes meet iso 7886 annex d. The syringes are disassembled not observing any damage or molding defect in the barrel or in the plunger rod that could have caused the alleged defect. His issue is not related to a manufacturing defect. Since no incidence happened during manufacturing process and samples tested meet iso7886 annex d, a definitive root cause cannot be determined.

Event description:
It was reported that the bd¿ perfusion syringe leaked before use on the patient. There was no report of exposure, injury or medical interventions.